Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the failure of the cortex screws occurred below the screw head in the threaded part of the screw shaft. After breaking, the screw fragments rubbed against each other causing some destruction of the fracture surfaces. When examining the fracture surfaces of the screw head fragments (a, b, c, and d) using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior could be identified. All cortex screws show characteristics of alternating bending loads. Patterns of ripples or fatigue striations were observed at the crack propagation zones. Each striation represents the successive position of an advancing crack front. The presence of these striations is a clear indication of a fatigue process. The examination of the fracture surfaces indicate that the screws (a, b, c, d) failed because of fatigue and overload (two-sided bending). The topography of the fracture surfaces are characterized by a mixed fracture with fatigue striations and a structural appearance. Structural breakage appearance is typical for pure titanium and indicates temporary high loads (stress peaks). Sem observations and findings indicate that the plate failure was caused by fatigue and overload (two-sided bending). A distal tibia and fibula bone fracture was stabilized by means of an 8 hole lcp plate and a 9 hole one third tubular plate. The broken cortex screws were used with the lcp plate. There was no further information available. The device report did not include any comments on the postoperative outcome. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surfaces of the cortex screws we assume that the screws broke because of fatigue and overload. We found no evidence of material or manufacturing defects. An internal corrective action determination has been opened to address this issue.

Event description:
It was reported that the patient had a traffic accident with distal tibia and fibula fracture. The tibia fracture was treated by means of an lcp plate with eight holes and cortical screws. The fibula fracture was treated by means of a third tubular plate with nine holes and cortical screws. Screw breakage was reported. This is report 1 of 1 for (B)(4).